Manufacturer narrative:
(B)(4). The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that during surgery, the device meshed skin at the beginning then skipped middle then meshed at the end. There was no harm or delay reported. The middle portion of the graft was hand meshed, so an additional graft was not necessary as the original was able to be used. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2018, it was reported that during surgery, the device meshed skin at the beginning then skipped middle then meshed at the end. The customer returned a meshgraft ii device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated meshgraft ii serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was (B)(6) 2017 where it was reported that the device was producing an inadequate mesh and the cutter, roller, and handle were replaced. This is not a related issue. Product review of the meshgraft ii on (B)(6) 2018 revealed that the calibration was within specifications and the device produced a passing sample graft. The ratchet that was sent with the device was a 7701 ratchet. The ce mark on the device was incorrect. Repair of the meshgraft ii was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the roller, cutter, and worn side plates. Meshgraft ii, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested per zpo 13.213. The reported event was non-verifiable since during the product review it was noted that the calibration was within specifications and the device produced a passing sample graft. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the calibration was within specifications and the device produced a passing sample graft. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.